Event description:
During a routine maintenance visit at the user facility, it was reported that the universal drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
During a routine maintenance visit at the user facility, it was reported that the universal drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event of a bias current message was confirmed. The device had a damaged motor assembly. A bias current message can be caused by a damaged motor circuit.